Event description:
Customer reported that they changed the battery and the insulin pump will not turn on. Customer also received multiple error alarms after inserting a new battery. It was noted that the insulin pump experienced an unexpected restart. Self test performed and passed. Customer's blood glucose reading at the time of the call was 166 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.